Event description:
After treatment with juvederm in the vermillion border, the pt presented with inflammation, swelling, soreness and pain at the injection site. The pt recently began using the nuva ring and the office believes that may have caused some symptoms. The physician prescribed benadryl for the swelling and inflammation. Additional info was not accessible by the healthcare professional at the time of the call and further f/u attempts were unsuccessful. This file will be reportable because allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
.